Manufacturer narrative:
Add'l narrative: the family has requested that the device not be explanted or replaced. Also note that the external defibrillator paddles directly over the device.

Event description:
The reporter indicated that the pt went into ventricular fibrillation (non-pacer related) and she was externally defibrillated. Inquire of the pacer gave the back-up reset screen. Back-up resets were unsuccessfully attempted a couple of times. It is suspected that the device was damaged by the defibrillation. The eri (early replacement indicator) message is now displayed. Telemetry shows cell voltage of 2.4v. Iegm's show a "vp" with "n" annotation, but close together.